Event description:
It was reported that during a lower leg procedure, a shaft break occurred. The 99% stenotic lesion was located in the calcified and tortuous anterior tibia. The shaft of the 30mm x 2.5mm maverick2 monorail ptca catheter broke upon removal from the sheath. It was further reported that resistance was encountered during withdrawal and a shaft kink occurred. The balloon had not been inflated during the procedure. A 10mm microsnare was used to retrieve the device. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "fine". It is noted that the device was used off label.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.